Event description:
Boston scientific received information that this product was part of a system revision due to erosion and infection. It was also noted that the device had migrated. No additional adverse patient effects were reported. The products were discarded and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.